Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet charging pad did not charge the pump, as indicated by the pad¿s blue status light not illuminating despite trying multiple outlets and waiting between attempts, consistent with a device power/charging failure involving the external charging accessory. Symptoms included no clinical symptoms. Outcomes included no impact to health and no need for medical care. Investigation included customer interview and troubleshooting. Investigation of this case revealed that the original charging pad was discarded, and the replacement charger functioned as expected. It was concluded that the issue was isolated to a malfunctioning charging pad with resolution achieved by replacement, with no patient harm.